Manufacturer narrative:
Received one used list# 011-am6136, 25 cm (10") pur yellow smallbore ext set, 6-port nanoclave¿ manifold w/check valve, nanoclave¿, 4-way nanoclave¿ stopcock (red ring), rotating luer; lot# 13786509. No visual damages or anomalies were observed. The reported complaint of a leak could be confirmed. The sample was tested and a leak was observed at the connection of the tubing and the manifold. The probable cause of the leak is from an incomplete insertion during assembly in manufacturing. The lot history was reviewed and no nonconformities were identified that may have co0ntributed to the reported complaint.

Event description:
The event involved a 25 cm (10") pur yellow smallbore ext set, 6-port nanoclave¿ manifold w/check valve, nanoclave¿, 4-way nanoclave¿ stopcock (red ring), rotating luer. The customer reported that during use of the manifold, a leak was observed at the crimp point of the manifold and the opaque extension. The manifold was changed (same reference and same lot) successfully with no further problems reported. There was patient involvement, there were no clinical consequences for the patient, no one was harmed, there was no delay in therapy. The problems were observed at the beginning of the therapy, there was no exposure to any cytotoxic product for the patient nor for a healthcare provider, no hole, cut, tear or any other defect have been observed, the medication that leak was parenteral nutrition.

Manufacturer narrative:
The device has been received for evaluation however, investigation is not yet complete.